Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleged the patient had a blood glucose (bg) of 40 mg/dl with dizziness and cognitive impairment. Patient ate lunch and glucose tabs to stabilize bg. After troubleshooting with customer support, it was established that patient was priming/fill cannula 1.0 unit while attached. Cs educated patient on proper priming technique. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia related to the use error of priming while attached.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. B the bb starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates..#2. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Pump clearly displays message ¿disconnect infusion set from your body" on the rewind screen and "be sure set is disconnected from your body then select continue" on the prime screen. Unrelated to the complaint, the battery compartment is cracked above and below the bumper pad.